Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with preoperative diagnosis of cervical radiculopathy and underwent neurovision intraoperative continuous electromyogram monitoring. (B)(6) 2008: the patient presented with preoperative diagnosis of cervical spinal stenosis, cervical radiculopathy as well as disk herniation, c5-c6, c6-c7, c7-t1 ] the patient underwent 1. Anterior cervical decompression at c5-c6 with a partial corpectomy of c5 decompressing the spinal cord and both nerve roots at c5-c6 2. Anterior cervical decompression of the spinal cord with decompression of the cord at c6-c7 with partial corpectomy of c6, decompression of the nerve roots and foraminotomies performed bilaterally at c6-7 3. Anterior cervical arthrodesis at c5-c6 4. Anterior cervical arthrodesis at c6-c7 5. Anterior cervical arthrodesis at c7-c1 6. Placement of a peek interbody prosthetic spacer at c5-c6 7. Placement of peek interbody prosthetic spacer at c6-c7 using the blackstone peek, as well as allograft trinity and bone morphogenetic protein sponge. 8. Placement of a peek interbody prosthetic graft at c7-t1 using the bone morphogenic protein sponge and allograft trinity bone. 9. Use of the allograft bone. 10. Use of operating microscope for microsurgical technique. 11. Intraoperative neuromonitoring using nuvasive system. 13. Intraoperative x-ray evaluation and interpretation. Per-op notes: the patient was bought to the operating room. The appropriate size peek interbody spacers were selected for bmp and allograft trinity bone and were packed into the position this was tapped into position at the c6-c7 and c7-t11 to complete the interbody arthrodesis at these levels. The wound was irrigated with saline solution. The endplates were decorticated at c5-c6 and the pressure corpectomy at c5 was carried put completely. After this was completed the appropriate sized peek spacer was selected packed with allograft and trinity bone, and tapped into position with the bmp sponge. Completing the arthrodesis at c5-c6 (B)(6) 2008: the patient presented with preoperative diagnosis of large cystic infected boil on the left buttock and underwent incision and drainage of the wound with packing. The patient presented with pre operative diagnosis of painful hardware, malposition screw at c7 or 8 and t1 right migration of screw, right radiculopathy. And underwent posterior cervical evaluation of arthrodesis from c6-t12. Removal of posterior cervical instrumentation which involved removal of then right t1 screw as well as the right c7 screw. Then right c7 screw was then repositioned.